Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery and had received a cartridge 1 alarm. The customer cleared the alarm and resumed insulin delivery. The supplies on the pump were then changed and upon changing the cartridge, a fill tubing max alert was received, but the customer did not see any drops. Another cartridge was loaded successfully. The customer's blood glucose (bg) level was not impacted by the occlusion alarm and the customer did not test the bg level after the cartridge 1 alarm or fill tubing max alert.